Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-may-2023. H.6 investigation summary. Bd received eighteen (18) samples from the customer in support of this complaint. Eighteen (18) returned samples and one hundred (100) retained samples were sent to franklin lakes for r&d testing. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the r&d returned eighteen (18) and twelve (12) retained samples test results, which were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during decapping with 4 bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the rubber stopper remained in the tube. The following information was provided by the initial reporter: rubber stoppers stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system. One tube caused need for removal of back panel on cobas system as tube with rubber stopper was stuck in system.

Event description:
It was reported that during decapping with 4 bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the rubber stopper remained in the tube. The following information was provided by the initial reporter: rubber stoppers stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system. One tube caused need for removal of back panel on cobas system as tube with rubber stopper was stuck in system.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.